Event description:
(B)(4). After placement of the device ((B)(6) 2010) I began to have painful periods 8 months later. ((B)(6)2011) it has now been 5years since having essure implemented inside my tubes. I now have horrible pain in my side's as if something is stabbing me. I have unexplained pain in my head. Since the device my periods irregular and extremely painful to the point I have taken 500mg of naproxen over the last 3years twice a day, 7 days out of every month. I've had several doctor visits and emergency room visits only to be misdiagnosed. I find it disappointing that myself and 1,000's of other women have the same complaint and nothing is being done to remove this device off the market. The essure was covered by my insurance at the time of insertion.